Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One sample was received for evaluation. A visual and functional inspection was performed and found to be leaking between the bag and the tubing. The failure is confirmed to be associated with the manufacturing process however at this time, a formal investigation/corrective action is not being taken since the failure has not been a trend during the last two years this complaint will be used for tracking and trending purposes. If a trend is determined, corrective actions will be implemented as needed.

Manufacturer narrative:
Investigation summary: the customer reported a leak occurred at the line of the enteral feeding set during use. No patient injury/harm reported. A device history record review was unable to be completed due to the lot number of the reported device being unknown. One (1) sample was returned for evaluation. Visual inspection and functional testing performed confirmed the reported failure of leak between the bag and the tubing. The root cause is determined to be manufacturing/process related and a corrective action has been initiated to replace the rf sealing machine. No further action is required at this time. This device issue will continue to be monitored and trended.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a leakage occurred from the line of the enteral feeding set during use. There was no patient harm.